Manufacturer narrative:
The return catheter does not conform, and error e001 is undoubtedly due to irreversible oxidation of one of the sensor tracks (failure of the silicone capsule membrane seal).

Event description:
Incident: defective icp catheter. Reported intracranial pressure at -20. Immediate action: a new device had to be removed and replaced. Apparent immediate consequences: delayed management of htic in neurologically unstable child.